Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the patients admitted through the system were not showing for removal of medications. A technical support specialist (tss) accessed care fusion admin and used the station configuration utility to set auto-login as care fusion application and restarted. Lost connection before acknowledging the reboot. The station displayed a sign-in error screen, pressed ok and it proceeded normally. Had user reboot the station again via the application. System came back up without issues. Issue was resolved and case was closed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station stuck at the blue carefusion screen. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station stuck at the blue carefusion screen. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.